Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a crack near the battery compartment. The blood glucose reading was 400 mg/dl. The customer's mother stated that the customer treated with a syringe. The caller did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.